Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's parent reported via phone call that the customer experienced high blood glucose events. The customer had symptoms such as nausea, thirst, vomiting, and moderate ketones. Customer's blood glucose value was 460 mg/dl at the time of incident. Customer's parent reported that the high blood glucose levels began on (B)(6) 2018. Customer's parent stated that the customer's blood glucose reading was in the 500 mg/dl and tried pushing insulin through the tubing and no insulin exited and no alarm occurred. Troubleshooting was performed. Customer's parent reported that the customer blood glucose reading was over 600 mg/dl after treatment with insulin pump and did not bring down the blood glucose reading. Customer's parent declined to check for e no leaks or air bubbles, site or insulin issues. Customer's parent also reported that the insulin pump buttons were unresponsive and troubleshooting was performed and completed. The device settings were correct. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was returned for analysis.

Manufacturer narrative:
Pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.08700 inches. Pump received with all buttons responding properly. No damage or moisture damage on keypad assembly and no unlocked j1/pcb 1 keypad connector noted during visual inspection. Installed a water filled reservoir, primed pump, monitored for three (3) days, and programmed with multiple boluses during monitoring period. Observed liquid exit the tubing during the bolus deliveries. All boluses delivered properly and were listed in the daily history screen. No unexpected bolus delivery noted during testing. No bolus history or delivery anomalies noted during testing. Pump tested ok. Pump received with scratched case, pillowing keypad overlay, and minor scratched lcd window.